Event description:
It was reported that high voltage and occlusion alarms were triggered. The event occurred during patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review found no repair requests in the past one year. Review of the event history log identified a high-pressure alarm. The customer reported issue was confirmed and the root cause of the issue was an anomaly in the components (the upstream occlusion sensor and the downstream occlusion sensor), and they were replaced. The device thereafter passed all functional tests with no problem.